Event description:
It was reported the programmer rf (radio-frequency) head would not interrogate. The rf head was returned for repair. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the rf head would not interrogate, as a result the cable was replaced. (B)(4)